Event description:
It was reported that the patient expired. The target lesion was located in the first obtuse marginal artery (om1) and mid left circumflex artery (lcx). The physician deployed a 38 x 2.50 and a 38 x 3.00 promus premier drug-eluting stents. After the procedure, the patient was shifted to cardiac care unit (ccu). However, after three hours, the patient expired.

Event description:
It was reported that the patient expired. The target lesion was located in the first obtuse marginal artery (om1) and mid left circumflex artery (lcx). The physician deployed a 38 x 2.50 and a 38 x 3.00 promus premier drug-eluting stents. After the procedure, the patient was shifted to cardiac care unit (ccu). However, after three hours, the patient expired. It was further reported that the 80% stenosed target lesion was located in the mildly tortuous and moderately calcified artery which had mild angulation. The lesion was pre-dilated and there were no issues encountered during stent deployment. After the patient was transferred to the ccu, cardiac arrest occurred. Cardiopulmonary resuscitation and resuscitation were performed. The official cause of death was cardiac arrest. There was no autopsy performed. The physician did not consider the stents to have contributed to the patient death.